Event description:
This is filed to report the clip difficult to remove from the chordae causing a chordal flail. It was reported a patient presented with grade 4 mitral regurgitation (mr) and a mitral valve gradient of 3mmhg. While attempting to implant a mitraclip ntw (20110r181) there was interaction with the chordae. The physician was able to move free from the chords with standard troubleshooting, however, it was noticed that a posterior chord flail had formed. The flail and the leaflets were able to be grasped and the clip was implanted. A mitraclip nt was then prepared and attempted to be implanted. The clip was able to grasp the leaflets, however, the gradient increased to 8mmhg. It was decided to remove the nt clip, resulting in the mr remaining at grade 4 and the gradient 6mmhg. No additional information is available.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported difficult to remove (anatomy) appears to be due to procedural conditions. The reported tissue injury and unchanged mitral regurgitation (mr) appear to be cascading events of the difficult to remove (anatomy). A cause for the reported mitral stenosis could not be determined. Additionally, the reported patient effects of tissue injury, mr, and mitral stenosis are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.